Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgment subsequent to sustaining an impact to the implant site (date not reported). Surgery to reposition the magnet was completed on (B)(6) 2016. The implanted device remains.